Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of the patient¿s programming history, it was observed that high impedance was seen on (B)(6) 2008. The patient¿s vns was disabled on (B)(6) 2008. The patient underwent generator replacement on an unknown date and product analysis was completed on the explanted generator on (B)(6) 2013. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications; there were no performance or any other type of adverse conditions found with the pulse generator.